Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue is separated - piezo elements - defective however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to the instruction manual of gf-ue160-al5, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 2 cfus of bacillaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning, sterilization, and disinfection (cds) processes performed at the user facility. Air/water was aspirated through the instrument/suction channel. The air/water channel and balloon channel were flushed. During manual cleaning, the instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed. The detergent used was aniosyme x3, and the disinfectant used was anioxyde 1000. The brushes used were asept inmed ref. 201783. The device was stored in horizontal storage. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the ultrasonic gastrovideoscope tested positive for >42 cfus of unidentified aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.